Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 3 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra (s3u) valve in a pre-existing non-edwards surgical valve, the patient presented with multi-valve heart failure as well as as tricuspid, mitral and moderate aortic (central) regurgitation. Per report, the patient exhibited shortness of breath and dyspnea on exertion. In addition, the aortic valve area measured 0.8cm^2 with an elevated mean gradient of 29mmhg. It was also reported that the patient has chronic endocarditis and the tavr device is likely infected. As a result, the patient is on chronic antibiotics. The patient is being evaluated for possible intervention. According to internal imaging review, the 23mm sapien valve was visualized inside a surgical valve and constrained 19.9mm at the waist per computed tomography from june 2025. The sapien leaflets were also shown to be thickened and have mild-to-moderate calcium. According to the provided medical records, the bioprosthetic aortic valve in savr is well-seated with elevated gradients, there is moderate transvalvular regurgitation (central), aortic valve mean gradient measures 30mmhg, and the aortic valve area is 1.3cm^2. The physician notes the patient may need an aortic valve replacement, mitral valve replacement, tricuspid valve annuloplasty or replacement. Additional information provided per fcs indicating the patient underwent a successful valve-in-valve procedure with a 23mm sapien 3 ultra valve to treat severe regurgitation. The final patient condition was reported as being in stable condition.

Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided device imagery and intraoperative video revealed that the 23mm sapien, which was inside a surgical valve, was constrained 19.9mm at the waist. In addition, the sapien leaflets were thickened and had mild-to-moderate calcium. In this case, the complaint of calcification was confirmed per provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may were present; additionally, the reported endocarditis might also have been a contributing factor. However, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.